Event description:
It was reported that during device changeout, the right atrial lead exhibited low impedance. The device was reprogrammed and remained implanted. All other electrical measurements were normal. Following the event, the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.